Event description:
It was reported that immediately after insertion of the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The customer replaced the iab with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 43.9cm and 76.2cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 23.1 cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # 420385

Manufacturer narrative:
Additional initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after insertion of the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The customer replaced the iab with a new one. There was no patient harm or adverse event reported.